Event description:
Synovitis [synovitis]. Left knee effusion [joint effusion]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a (B)(6) female pt, initials unk, with grade 2 osteoarthritis. (B)(4). The pt's medical history was not provided. On an unspecified date, the pt initiated intra-articular synvisc (hylan g-f 20) in left knee (dosage regimen not provided). The lot number for synvisc was not provided. On (B)(6) 2001, the pt received third synvisc injection of the first course in left knee. On (B)(6) 2001, the pt experienced moderate synovitis in left knee which resolved in 24 hrs. On an unspecified date, the pt experienced left knee effusion and 30 cc of clear fluid was aspirated. On (B)(6) 2001, (5 weeks and 3 days after the injection), the pt again experienced synovitis in left knee. On an unspecified date, the pt had knee effusion again and 27 cc of mildly turbid fluid was aspirated. The pt received treatment with 1.3 cc of betamethasone) and 2 cc of xylocaine. The pt's outcome for the events of synovitis and left knee effusion was not provided. Concomitant medications were not provided. The intensity for the event of left knee effusion was severe and the event of synovitis was moderate. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related and did not provide the relationship between synvisc and left knee effusion. F/u info was received on (B)(6) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. (B)(4). The benefit risk profile of the product is not altered by this report.